Event description:
Caller reported an issue with a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support who provided information for a pump reset, which resolved the error as the pump did not show the cgm error code again, allowing the customer to successfully start their sensor session.